Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therpay electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted q1 on the ECG "c" pca board. The root cause for the shorted q1 could not be positively identified. No adverse event resulted from the damaged belt.